Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154awg implantable cardioverter defibrillator implanted: (B)(6) 2006, product ID 5076-52 implantable pacing lead implanted: (B)(6) 2006. (B)(4).